Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 509 mg/dl. The customer's last infusion set change was two days prior to the event, and had been experiencing high blood glucose levels for the past few days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer couldn't conduct the high pressure test at the time of the call. The customer also mentioned that he did forget to bolus for pizza the night before the event. Nothing further was reported.